Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6, h11. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has not been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. The device evaluation found the product to be conforming and sterility not compromised. Further, the event did not contribute to a serious injury; therefore, this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 51-106140 item name tprlc 133 mp type1 pps so 14.0 lot # 6994250. 51-103150, item name, tprlc 133 t1 pps so 15x150mm, lot # 7005059. 51-103140, item name, tprlc 133 t1 pps so 14x148mm, lot # 6423079. 51-107120, item name, tprlc 133 mp type1 pps ho 12.0, lot# 7096392. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when inspecting circulated product that the sterile packaging was found damaged. There was no patient involvement. There is no additional information available at the time of this report.